Event description:
It was reported an 8f angio-seal sts vascular closure device was used to seal arteriotomy site post interventional cardiac angioplasty procedure. The patient experienced post experienced post deployment bleeding and a femostop was used to achieve hemostasis. The patient was discharged home. The patient returned to another diagnostic hospital complaining symptoms of claudication in the access leg a duplex ultrasound revealed a stenosis at the puncture site. Reportedly, the vascular surgeon is reviewing the case.